Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the chemical stress caused by the chemical solution used was applied to the tip of the scope, causing the event. The event can be detected/prevented by following the instructions for use which state: by following the following description of the IFU, the user can detect the event. Operation manual_ inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. By following the IFU's description, the user may be able to prevent such an event. Reprocessing manual_ compatible reprocessing methods and chemical agents_ compatibility summary precaution: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device appears to have been exposed to heat, which can explain the deterioration of the objective and light guide lenses and signs of degradation of adhesive. The customer indicated that the reprocessing of the device at the customer site was not completed prior to the devices return to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope exhibited the adhesive of the distal end (objective lens, light guide lens) was chipped or peeling off. There were no reports of patient involvement.